Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting low flow on arctic sun device. Guided to diagnostics system hours 809, pump hours were 708, flow rate (fr) was 0.3lpm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 37 percentage. Tried to disconnect and reconnect, but water began spilling out of the pad. Reconnected and flow rate (fr) was 0.1lpm, disconnected and replaced with a new pad, but flow rate (fr) would not increase above 0.2lpm (inlet pressure (ip) was -7, circulation pump command (cpc) was 19 percentage). Connected both pads and no increase in flow rate (fr). Ensured they were connecting using proper technique, ensured no damage to fluid delivery line (fdl), ensured tubing straight/unobstructed. Checked supply closet for a pad from a different lot. Disconnected two old pads and connected new pad from new lot, 1.2lpm, -7psi, circulation pump command (cpc) was 34 percentage. Lot number for old pads nhjvy601.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting low flow on arctic sun device. Guided to diagnostics system hours 809, pump hours were 708, flow rate (fr) was 0.3lpm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 37 percentage. Tried to disconnect and reconnect, but water began spilling out of the pad. Reconnected and flow rate (fr) was 0.1lpm, disconnected and replaced with a new pad, but flow rate (fr) would not increase above 0.2lpm (inlet pressure (ip) was -7, circulation pump command (cpc) was 19 percentage). Connected both pads and no increase in flow rate (fr). Ensured they were connecting using proper technique, ensured no damage to fluid delivery line (fdl), ensured tubing straight/unobstructed. Checked supply closet for a pad from a different lot. Disconnected two old pads and connected new pad from new lot, 1.2lpm, -7psi, circulation pump command (cpc) was 34 percentage. Lot number for old pads nhjvy601.

Manufacturer narrative:
The reported event is confirmed cause unknown as they changed the pads and flow rate issue is solved. Sample was not available for evaluation. The instructions for use were reviewed and found to be adequate. The provided lot number was invalid therefore DHR review can¿t be completed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.